Event description:
Pt received burn to mouth area during electro-surgical procedure. 10 mins into procedure the surgeon noticed a flash coming from the proximal part of the blade. He removed same from pt's mouth and then noticed a burn.